Event description:
It was reported that the customer's insulin pump had several instances of blank displays. The customer's blood glucose level at the time of the event was 135 mg/dl and her most recent blood glucose level was 229 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.